Event description:
Bilateral patient. Litigation papers allege on or about 2010, pt began experiencing grinding and catching in asr implanted hips. It is also alleged a subsequent MRI or pt's right hip noted inflammatory reaction and small particle disease. It is further alleged a subsequent MRI of pt's left hip also noted adverse reactions. Pt continues to experience debilitating pain, pain and suffering and the potential for future total hip replacements.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.